Event description:
It was reported that the patient had been to the hospital emergency room with hyperglycemia. The patient's blood glucose levels reached 1,028 mg/dl while wearing the pod between 4 and 24 hours. The patient was taken to the hospital by ambulance after speaking to their doctor over the phone. Once at the hospital emergency room the patient had blood work administered. The patient was treated with intravenous fluids and insulin. The patient declined being admitted to the hospital. The patient was in the hospital emergency room for 16 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.